Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 580 mg/dl with ketones, cause was unknown. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids with saline and insulin, and treatment resolved the issue with no permanent damage to the customer. The customer was released from the hospital on (B)(6) 2025. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued using the pump for insulin therapy.